Event description:
The patient reported the lead "ruptured". The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Distal conductor and defib conductor were distorted, distal conductor had blood/body fluid (not obstructed), distal conductor fracture (overstress), inner and outer tubing kinked/buckled, outer tubing overlay cosmetic esc, outer insulation cosmetic cut, helix/lobe distorted/bent, blood in/on helix/lobe mechanism. Apparent explant damage. The device is part of the advisory for this model.